Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 484 mg/dl. The customer reported that the belt clip clamped her tubing and caused her to had high bg. Troubleshooting was not performed for high. The insulin pump will not be returned for analysis.